Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the cover glass of the insertion section is cracked. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore the image is not displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device distally damaged. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction of the previous emdr submitted with a wrong h4- device mfg date. Corrected field: h4. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.